Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2009 - pt underwent a hernia repair surgical procedure and a composix l/p mesh was implanted. On (B)(6) 2009 - pt first ascertained injury from the product. The attorney's report alleges permanent injury, bowel obstruction, blood in urine, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. Without a lot number a review of the mfg records could not be conducted. This MDR includes all pt, event, and device info davol has received to date. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.